Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified multiple intraop pictures from different patients for various issues relating to the study. It is not possible to confirm if they are related to the patient in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided within the study however it is unknown if they pertain to the patient in this complaint. A definitive root cause cannot be determined. It was noted the patient subsided due to an undersized stem, however the size of the implant used is surgeon discretion. The patient did not require a revision to correct the reported issue. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ new zealand g2: journal reference: morley, d., wyatt, m.c., van dalen, j. (2024). The anterior femoral cortical window as an alternative to an extended trochanteric osteotomy in revision hip arthroplasty surgery: the evolution of the surgical technique and outcomes in 22 consecutive cases. Hip international, 1-8. Doi: 10.1177/11207000241267704 h6: proposed component code: mechanical (g04) - stem the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that the patient experienced stem subsidence of about 1 cm due to under-sizing. The patient went on to stabilize. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.